Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 42 mg/dl at the time of incident and the current blood glucose level was 428 mg/dl. The customer was assisted with troubleshooting for low blood glucose level. The customer was treated with food and glucose for low blood glucose level. Customer stated the drive support cap appears to be normal. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency service room dispatched as a result of low blood glucose event. Customer was alleging possible pump over delivery. The device will not be returned for analysis.